Manufacturer narrative:
Concomitant medical products: 200ml baxter bag ndc (B)(4) vancomycin, therapy date (B)(6) 2017. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report which states, "IV vancomycin administered via alaris pump. Fluid noted to be on floor. Tubing assessed, medication noted to be leaking from small hole in tubing. Tubing changed, no injury to patient."

Manufacturer narrative:
Gtin number for item: 2420-0500, lot: 17017979 is (B)(4). The customer¿s report of a ¿small hole¿ in the tubing was confirmed. Visual inspection of the set did not reveal any obvious damage or abnormalities. Microscopic examination of the leak site revealed a thin, jagged, longitudinal tear which nearly bisected the tubing. Functional testing confirmed leaking to be coming from the upper portion of the tubing. The cause of the torn tubing was not identified.

Event description:
Received a copy of a pending customer's medwatch report form which states, "IV vancomycin administered via alaris pump. Fluid noted to be on floor. Tubing assessed, medication noted to be leaking from small hole in tubing. Tubing changed, no injury to patient."